Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged imprecision with inratio meter for two patients. Results as follows: date: (B)(6) 2011, patient: (B)(6), 1st inr: 1.0, 2nd inr: 1.9, date: (B)(6) 2011, patient: (B)(6), 1st inr: 1.0, 2nd inr: 2.4. The second test was done right after the first test for both patients.